Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that there was poly wear seen on the device during the revision. Attempts have been made and all available information has been provided.

Event description:
It was reported that the patient presented with instability and pain 9.5 years post-op. Subsequently, the patient was revised. During the revision, it was discovered that the poly had disengaged and osteolysis was present. The surgeon performed a washout and replaced the poly with the same size. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen femoral component - unknown. (B)(4) - trabecular metal tibial cone, medium 31x31mm - (B)(6). (B)(4) - stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - (B)(6). (B)(4) - tibial block and screws precoat size 5 10 mm thickness - (B)(6). (B)(4) - tibial block and screws precoat size 5 10 mm thickness - (B)(6). (B)(4) - 12mm diameter 100mm length straight stem extension combined length 145mm - (B)(6). G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual inspection of the provided images shows the explanted articular surface. No evident signs of damage are visible in the pictures. The surface appears to be partially obscured by patient fluids and residual tissue. Due to these obstructions, the condition of the articular surface cannot be fully evaluated, and it is not possible to confirm whether the device is worn. No further assessment can be made based on the images provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.